Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that his wife's meter was reading inaccurately high. The medical affairs specialist spoke to the pt and obtained and verified the following info. The pt was diagnosed with gestational diabetes the end of last month, after a glucose tolerance test result of 240 mg/dl. She was given the lfs meter from a diabetes nutrition class and advised to keep track of her blood glucose results for one week. She then visited her physician with the results, which ranged from 149 to 218 mg/dl. The physician prescribed insulin for the pt based on these results (4 units of regular and 8 units of nph in the morning and 8 units of regular in the evening). Two days later, the pt tested in the morning and obtained a result of 178 mg/dl. She ate breakfast and laid in bed for a while because she was tired. She ate lunch, around noon, and reported feeling better after eating. She began to feel dizzy and drowsy again, so her husband called the physician for advice. She tested at the time of the symptoms and obtained a result of 148 mg/dl. While her husband was on the phone with the physician, she collapsed. Her husband took her to the hosp and she was feeling sweaty, short of breath and she had a headache. When arriving at the hosp, her blood glucose was monitored. She does not have the results obtained on the hosp meter. The following morning her insulin was discontinued. She tested on her meter in the morning and her blood glucose was 178 mg/dl. She tested on the hosp meter and her result was 98 mg/dl. A while later, she tested on her meter and obtained a result of 112 mg/dl and the hosp meter result was 72 mg/dl. She was discharged the following day. The testing technique was correct and the technique for cleaning the puncture site was correct. They performed a control solution test, which passed. This complaint is being reported, as the pt took insulin at doses based on historical blood glucose readings and later became hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.